Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that there was no repair history in the past year. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the actual item was not sent to manufacturer, we could not specify the cause of the suggested event. However, we presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: we would like the user to read IFU instruction manual and handle the device in accordance with IFU to prevent recurrence of the suggested event. In addition, the following non-reportable malfunctions were found during the device evaluation: the device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: image guide bundle has significant breakages and illumination is uneven, dents, chips and scratches found throughout the device, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage on channel-tube, channel cleaning brush cannot inserted smoothly, eyepiece is loose, control unit is deformed, indication on light guide connector is unclear, and venting connector under grip is shaved. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope damaged root insertion part with black spots. During inspection and evaluation, the coating of the ig serpentine is peeling off. (1mm2 or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.